Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular channel. Reprograming of the device was recommended. This device remains in service. No further adverse patient effects were reported.